Event description:
It was reported that during l3¿l4 xlif with open psf using mako and ge navigation, limited surgical space led to repeated alignment issues between mako and navigated instruments. Multiple haptic boundary breaches occurred, and instrument tracker collisions were noted. Despite maintained registration accuracy, the final l4 right screw was placed medially and required revision using navigation after abandoning mako. The procedure experienced about 35 minutes delay due to troubleshooting and screw revision. No adverse consequences were reported at intake.